Manufacturer narrative:
Pt info: information not provided. 3m is investigating this matter and is awaiting the return of the charge stand. 3m has only received one complaint of this type. This product has been on the market for almost two years. Additional information will be provided at a subsequent date. End of report.

Event description:
The hospital risk management director reported on september 16, 2016 that a female employee, age unspecified, removed a 3m clipper (model 9681) with attached blade from the charger base on (B)(6) 2016 after it had been charging all night. The employee alleged that the clipper "ignited" kind of exploded". Early in the afternoon, a nurse removed the clipper and attached blade from the charger stand. The nurse alleged that a spark was seen as soon as the clipper was removed from the charger stand. The clipper allegedly started on fire with flames were visible. The employee alleged a second-degree burn to her right thumb. She was seen in the hospital emergency room per protocol and was given an unspecified cream and sent home. Additional information received on september 22, 2016 indicated the clipper had been cleaned with a disinfectant wipe and placed in the charger stand overnight before use.